Event description:
Customer reported device on patient = 433 mg/dl at 9:56 am, 559 mg/dl at 9:59 am, and 441 mg/dl at 10:02 am. Lab = 368 mg/dl at 10:18 am. No treatment was given. Patient is non-diabetic. Controls were in range. A request was made for return product, however, replacement was declined.